Event description:
It was reported while using a durasafe anesthesia needle 17gax18cm the syringe stopper collapsed. The following information was provided by the initial reporter: "the syringe cannot be used, and the stopper collapsed,and the sample can be returned".

Manufacturer narrative:
H.6. Investigation summary a lot number was not submitted for this complaint, and could not be determined from the sample provided. Preventing our investigation team from conducting a device history review. Additionally, our evaluation of the provided sample has determined that the most likely root cause for the askew rubber stopper is related to the raw material. To address this issue the feedback has been submitted to the raw material supplier. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. No lot # provided. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using a durasafe anesthesia needle 17gax18cm the syringe stopper collapsed. The following information was provided by the initial reporter: "the syringe cannot be used, and the stopper collapsed, and the sample can be returned".